Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Cts assisted the caller with resetting the pump, and there were no recurring issues after the reset. Customer was instructed to continue using the pump and to call back if any malfunctions recur. Caller acknowledged and understood these instructions.